Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/17/2016, that on (B)(6) 2016, the receiver displayed a permanent out of range signal occurred. No additional patient or event information is available.